Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he woke up and noticed that his infusion set was tied in a knot; his blood glucose at the time of incident was 584 mg/dl. The patient stated that he had a migraine as a result. Troubleshooting was initiated for the high blood glucose and to inspect the pump and its components for damage and functionality. No anomalies were noted with the equipment, but a high pressure test could not be performed since the customer did not having a tubing clamp available. The customer was advised to change the entire infusion set, reservoir and insulin and treat per health care provider's instructions. No products were returned and a tubing clamp was shipped to the customer so he can call back and perform the high pressure test upon receipt.